Event description:
While attempting to place mini vision stent distal to an existing stent, the mini vision stent came off the catheter and was deployed in the ostuim of the lad. Pt was asymptomatic. Ivs was done to check the left main and no dissection was seen. Pt transferred to ccu for monitoring. Pt discharged home with out further complications 3 days later.